Manufacturer narrative:
Exemption number e2015058. The history log showed the pad-pak was first installed successfully on the 6th january 2012 and performed to specification up to the 10th january 2016. The device begins to record multiple manual power ups of a continuous nature and of mainly ten minutes duration. These power ups continue until the last log entry on the 4th august 2016. The pad-pak became depleted during this time and remained in fault mode for approximately 3 months before a further pad-pak was installed which also became depleted. The pad-pak was removed and reinstalled on multiple occasions during this time. The returned pad-pak was inserted into the device and the device failed to power on, no status led was visible. A test pad-pak was inserted into the device and the device passed a self-test. A memory full prompt was given and the status led continued to flash green. The device failed to power off and immediately powered on again. The device delivered a test shock without fault and an acceptable measurement was recorded for the shock. Investigation found the reported fault can be attributed to capacitor failure. This capacitor failing would cause a short circuit and would account for the multiple manual power ups. The returned pad-pak was found to be significantly depleted and would account for the device being unable to be powered on and the multiple manual power ups leading to the premature depletion of the installed pad-pak. The functionality of the circuit is tested before leaving heartsine it is therefore concluded that the component failed after dispatch from heartsine. Slight voltage fluctuation was observed over the pogo pins however this did not affect the ability of the device to deliver therapy.

Manufacturer narrative:
Exemption number e2015058 heartsine technologies ltd (manufacturer) is submitting the report on behalf of heartsine technologies llc (importer). H3 other text : not yet returned to manufacturer

Event description:
There was no patient involved in this event. Pad units will not power up with pad-pak b1245. Red status indicator blinking with low battery warning.